Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced both low and high blood glucose. The insulin pump received an unexpected restart alarm after putting new battery. The customer¿s blood glucose level was 227 mg/dl. The alarm did not occur during normal insulin pump use. Customer's blood glucose at the time of the call was 51 mg/dl. Customer declined troubleshoot for high and low blood level. They treated the low blood glucose with sweets and glucose tablets. The insulin pump was not returned for analysis.